Event description:
This rv lead was implanted on (B)(6) 2012 and remains implanted up to this time. A yellow alert received on (B)(6) 2014 states that the intrinsic amplitude is out of range. They wanted to review intrinsic amplitude. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).